Event description:
On the (B)(6) 2026, philips received a customer complaint reporting that patient studies were not getting all the subspecialties and there were not populating on the worklist. No patient harm was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
On 07-jan-2026 the customer reported that the patient studies were not getting all the subspecialties and not populated on the worklist on orchestrator functionality. The reported issue was investigated and determined to be a product malfunction in vuepacs. A recent code change introduced case-sensitive (rather than case-insensitive) matching for subspecialty procedure codes. As a result, when an incoming study procedure code differs from the subspecialty codes configured in the system only by letter case, the system does not return a match and the expected subspecialty is not assigned. As a result, the study may not be displayed in the intended subspecialty worklist, which can delay review and diagnosis. The identified issue affects customers that have vue pacs orchestrator implementation with the affected versions (12.2.8.600, 12.2.8.438d, 12.2.8.442, 12.2.8.444). At the time the issue was identified, one customer site was using an affected version. As an immediate action, the procedure codes at that site were updated to exactly match the configured codes which restored normal operation. In addition, this customer is no longer using the affected version and no other customers are using an affected version. Moreover, the affected versions are no longer available for use, as a product hold was initiated and they are no longer available for distribution. And also, the issue has already been fixed in forward software versions this complaint has been evaluated based on the information provided and analysis reflects the potential safety impact if any customers could use the affected versions. No patient harm was reported and there are no customers currently using an affected version. Based on risk evaluation, while theoretical worst-case harms were considered, the likelihood of serious clinical impact or serious adverse health consequences is sufficiently low (remote) that regulatory reporting thresholds are not met. Therefore, based on the available information this complaint is considered not a reportable event.